Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the complaint was confirmed. There was continuous flow at the high pressure setting. The cause of the issue was a faulty oscillator block. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical ventilator has high pressure. No patient involvement as incident occured during a pre-use test.